Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer¿s blood glucose level was unknown at the time of incident. Customer declined troubleshooting. Customer states insulin pump had experienced random or unexplained no delivery alarms and batteries quicker than when first received insulin pump. Customer states when insulin pump was rewinding they can hear grinding noise and insulin pump did not keep correct time. The device will not be returned for the analysis.